Event description:
It was reported that during a pancreatectomy procedure, the device would not open. The surgeon tried three times to move the handles, but the device was not cutting nor stapling. After the third time, the device was impossible to reopen. The surgeon has to use laparotomy to take the pancreas off (initial goal of the intervention). Extended procedure time: about one hour. The device has been detached from the pancreas only when it was removed, out of the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.